Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Manufacturer narrative:
Review of radiographic images show segmental pedicle screw implant bilaterally at l4, l5, s1. Interbody metallic-like density implants are seen at l4-5 and l5-s1. At both interbody levels, calcification appears to bridge adjacent endplates. No hardware failure is seen. Cross-sections appear to show on one side that calcification is seen heterotopically in that foramen which is probably l5-s1. L4-5 segment may be in slight kyphosis.

Event description:
It was reported that the patient underwent a tlif using rhbmp-2/acs. An unknown time post-op, the patient experienced signs of nerve impingment and stenosis. The surgeon found bone growth along the path of the tlif cage. No other complications were reported.